Event description:
It was reported that the device displayed an alert 01, low flow, and an alert 02, patient line open. The initial inlet pressure was -3.8psi, the flow rate was 1.2 l/min, and the circulation pump command was running at 100%. It was noted that the device only had two pads attached due to the patient being an amputee. The nurse disconnected the chest pads and connect all four pads holding only the blue foam tubing. The flow rate settled at 2.6 l/min. The patient temperature was 36c, the target temperature was 33c, and the water temperature was 27c. The water level displayed 4 bars and 5 in the system diagnostics. The nurse drained 500ml from right side drainage port . Another machine was delivered. Therapy was stopped on the first device, the pads were emptied and the patient was moved to the new device. The water temperature immediately began to decrease. A call was made to the facility a few hours later the md was in the room and the nurse was unable to provide values, but stated that the patient's temperature was 35.5c. The first device was sent to biomed for evaluation.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the device displayed an alert 01, low flow, and an alert 02, patient line open. The initial inlet pressure was -3.8psi, the flow rate was 1.2 l/min, and the circulation pump command was running at 100%. It was noted that the device only had two pads attached due to the patient being an amputee. The nurse disconnected the chest pads and connect all four pads holding only the blue foam tubing. The flow rate settled at 2.6 l/min. The patient temperature was 36c, the target temperature was 33c, and the water temperature was 27c. The water level displayed 4 bars and 5 in the system diagnostics. The nurse drained 500ml from right side drainage port . Another machine was delivered. Therapy was stopped on the first device, the pads were emptied and the patient was moved to the new device. The water temperature immediately began to decrease. A call was made to the facility a few hours later the md was in the room and the nurse was unable to provide values, but stated that the patient's temperature was 35.5c. The first device was sent to biomed for evaluation.